Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was part of a system revision. Reportedly physician noticed pocket was not healing appropriately. Surgical intervention and intravenous antibiotics were needed to resolve the issue. A pocket revision was performed. Physician elected to not reimplant the device due to seeing signs of infection once the pocket was opened. This device was explanted. There were no additional adverse patient effects reported.